Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On 12/01/2024, it was reported by the nephew that the patient experienced a hypoglycemic injury while the display device showed a message to replace the sensor. The event occurred after the sensor had been inserted in the abdomen. The patient uses tandem tslim and the reporter was unable/unwilling to answer whether the pump was in modified closed loop. A wellness check was called because the patient was not responding to calls or texts. Emergency medical services found the patient unconscious with bg 44 mg/dl. The hypoglycemia was treated with dextrose and taken to ICU. The reporter asked how to check the cgm data prior to the event. At the time of the report over 2 weeks later, the patient was showing more alertness. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.